Event description:
The device was implanted and a slow, overnight total parenteral nutrition (tpn) infusion was given. Fluid was observed leaking from the incision used to place the device. Contrast media was injected by the radiology dept. No extravasation was detected. A second overnight tpn infusion was administered. Fluid was again observed leaking at the incision site. Contrast media was again injected with no extravasation found. Contrast media was injected through the external tpn line and the wound dressing felt "hot". A culture of the site was analyzed and found to be negative. The device was explanted. The physician suspected one of the two septums was leaking. The device was replaced. The pt condition was judged to be satisfactory and no complications were noted.